Event description:
A report of lead revision was received. The physician determined that the leads were placed superficially and was concerned about skin erosion at the lead site. The physician moved the leads deeper. The patient is reportedly doing well after revision.

Manufacturer narrative:
This is the final report.